Event description:
It was reported that there was a loss of therapeutic effect. The patient had pain, was sick, and could not get out of bed. The patient went to the doctor and had an x-ray. The amplitude setting seemed to be lower than what had been previously set. They reset the patient to clinician settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy. They received assistance on (B)(4) and (B)(4) from the manufacturer¿s representative (reps.) And some of their concerns were resolved. However, they still had concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep) and an appointment was scheduled for (B)(6). It was noted the patient hadn¿t seen a physician since their trial.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).